Manufacturer narrative:
As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system. Section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings. ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ b.5 abiomed's medical safety officer review was inadvertently omitted from initial manufacturer device report number 1220648-2024-14294 and has been added. B.7 chronic lymphocytic leukemia was added incorrectly on the initial manufacturer device report number 1220648-2024-14294 as the patient does not have. E.4 should have been left blank on the initial submitted manufacturer device report number 1220648-2024-14294 as it is unknown if the initial reporter also sent the report to the FDA. G.1 revised facility name and reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-14294 was submitted. H.5 revised as it was inadvertently left blank on the initial manufacturer device report number 1220648-2024-14294. H.6 code 4627 was reported incorrectly on the initial submission of manufacturer device report number 1220648-2024-14294. A new code was added. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-14294.

Event description:
The patient did not have a return of spontaneous circulation and the family did not want anything further done. The patient expired. Upon review by abiomed's medical safety officer, the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was most likely patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a (B)(6)male who had a cp support and experienced a delivery issue when implanting the pump. The patient became bradycardic and coded. The patient was on impella support for 0.67 hours. No allegations were made towards the impella for cause of death.